Manufacturer narrative:
The controller was not returned for evaluation.  A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the data file contained corrupted entries. The monitor replaces known corrupted log entries with "no data" to avoid displaying invalid data in the trending graphs and alarm log tab. The cause of corruption may be a faulty controller data-flash, or a bad cyclic redundancy check (crc) in a message transmitting the log entry from the controller to the monitor. The controller tags corrupted entries with the time-stamp 09/09/99 09:09:09. Based on the available information, the most likely root cause of the reported event can be attributed to a corruption of the data flash memory in the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the site that the patient was in the clinic and that the controller was no longer storing data files per clinical engineering from manufacturer. It was stated that event and alarm files are still being captured. It was suggested that if patient could tolerate procedure that controller should be changed. It was further stated that the patient would be returning this week for a controller exchange. Log files were stated to have been sent. No additional information available.